Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, a new cartridge was loaded to address the event. Additionally, the time setting on the pump was incorrect, cause was unknown. The time was corrected to resolve the issue. There was no reported impact to the customer¿s blood glucose.